Manufacturer narrative:
Pending investigation.

Event description:
As reported, the surgeon was impacting the baseplate and went to remove the inserter to check that it was fully seated and the small baseplate inserter tip came apart. Fragments/parts/pieces fell into the patient wound site and were removed, and the surgeon and pa both confirmed that no pieces remained within. There was a surgical delay/prolongation of an unknown amount of time to check for pieces and switch the to the liner inserter to further seat the baseplate. There were no adverse events as a result. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.